Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19july2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer noted that the filter of the device was spent, and replaced it. The ventilator then passed quality control procedures, and was released for use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator in which the right vc +/-130 does not work on any (B)(6) and the red light is blinking intermittently. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.